Event description:
The patient reported that they fell off a chair last week; they now need to increase the amplitude higher than usual (from 3.5 to 6-7v). The patient indicated that their hcp has left; they are looking for assistance. Additional information has been requested, a follow-up will be sent when additional information is received.

Manufacturer narrative:
(B)(4).